Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) and the reported malfunction was observed during initial testing. However, the device was put through extensive testing which included functional testing without duplicating the report. The analog board was replaced as a precaution. The device has been recertified for clinical use. The device activity logs were not available as part of this investigation. No trend is associated with reports of this type.